Event description:
It was reported that patient's neurostimulator had been giving the patient problems lately. The problems had been going on for 3 weeks, almost a month and had just been getting worse. He had a real bad case of insomnia. When he tried to go to sleep, the stimulator woke the patient up. The reporter wouldn't say it delivered a shock, it just woke the patient up. It was stated that the patient was told to turn the device on to his comfortable zone when he had pains down in his feet. When he turned it on the last two weeks, he was feeling a tingling going down his arms in ring finger and in his pinkie. He had "never, ever" felt it in his arms ever since he had the device. It just started doing this in the last 2 or 3 weeks. "When he was almost asleep, sometimes when he turned it on, turned it up kind of high, muscles kind of tightened up, it was like it was doing that without it being on, there was no tingling, muscles knotted up real bad and forearms and fingers kind of curled up" if he was up and walking around and moving or sitting up, it almost went away, but when the patient lay down and was almost completely relaxed, "it was like it kicked on, like it was on high, it was driving him crazy." The patient only slept a few hours at night, if that. All issues mentioned had been going on for last 2 or 3 weeks. He did not have a follow up health care professional (hcp) for the device because the patient hadn't had any problems since having the device implanted. It was implanted 3 years ago and he never had to go to have it readjusted or anything like that.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(4) 2010. Product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type; recharger. Product ID: 3777-45, serial# (B)(4) implanted: (B)(6) 2010, product type: lead. (B)(4).